Event description:
The user facility in australia reported that after the nucleus had been extracted during cataract surgery with a 2.0 tip and 2.4 sleeve, when the nurse removed the phaco handpiece from the eye to swap to irrigation/aspiration, part of the sleeve tore off and remained in the eye. The particle was able to removed and the procedure was successful with no impact to the patient. Staff noted the sleeve may have had a micro-tear prior to commencing surgery that was undetected.

Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Manufacturer narrative:
The product was evaluated by the vendor. The results state, "failure analysis results: two broken pieces of the sleeve were returned. Visual inspection confirmed that tip of the sleeve was broken off from the shaft, and particulates were seen on the sleeve. Bhr review shows no abnormalities being identified. Results of evaluation: this complaint is filed as ¿reported issue confirmed¿ since the sleeve tip was confirmed broken off from the shaft."

Manufacturer narrative:
The product evaluation has been completed. One opened (B)(6) pouch from lot x8479 was returned. The expiration date on the label is 2030-jul-19. The mist-yellow irrigation sleeve is inside of a plastic specimen cup. Upon opening the cup, a strong chemical odor was noticed. The source of the odor is unknown. Visual inspection found the assembly is dirty with particulates and an unknown solution visible all over. The tip and part of the shaft of the sleeve have been torn off. Due to evidence of use, the cause of the torn shaft cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.